Manufacturer narrative:
(B)(4). Concomitant medical products: 00596401752, option lps-flex nexgen femoral, 61628010; 00596204212, prolong lps-flx nxgn articular surface, 61460510; 00598004702, nexgen precoat stemmed tibial plate, 61643905; 00596009900, taper stem plug, 61668065; 00598009000, stem extension replacement screw, 61633602. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00001; 0001822565 - 2018 - 00002; 0002648920 - 2018 - 00002; 0002648920 - 2018 - 00003. Device remains implanted.

Event description:
It was reported that a patient underwent a total right knee arthroplasty. Subsequently, the patient had a right knee arthroscopy with synovial debridement and excision of plica due to pain and instability. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.